Manufacturer narrative:
The device passed testing. On (B) (6) 2010, a service (B) (4) (backward motor movement) was found in the history, but was not duplicated during testing. No error codes were recorded in the history on the reported event date of 02/16/2010. (B) (4). (B) (4).

Event description:
The customer contact reported a delay in critical therapy due to an alarm condition. The customer contact reported the homecare pt being treated for dehydration. On an unspecified date and time, the device was programmed to deliver normal saline, at a rate of 83 ml/hr, and the delivery was started. The delivery duration was for 72 hrs. On (B) (6) 2010 at an unspecified time, the pt reported the device alarm for an unspecified error code. The device was removed from clinical service. Therapy was resumed after approximately one hr using a replacement device. The physician was not notified. No medical interventions were required. Although there was potential for serious injury, the customer contact reported the pt's status was unchanged. Though requested, no additional info was provided.